Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with a blood glucose (bg) level of 59 mg/dl via glucometer. The ilet displayed 73 mg/dl, prompting manual calibration. The user treated the low with a peach and juice and subsequently re-tested with a bg of 131 mg/dl. No medical intervention or hospitalization required.